Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0yxzh, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient had cellulitis at the pocket area. Redness and normal post-operation was what led to the identification of this event. The patient was then started on antibiotics. It was unknown if the problem was resolved and the patient was noted to be alive with no injury. No surgical intervention occurred or was planned. Additional information received from the hcp reported that the device was removed on (B)(6) 2015 due to wound cellulitis, wound seroma, and an (B)(6) infection. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.